Manufacturer narrative:
Follow-up # 1 ¿ (04/30/2014). The patient¿s meter has been returned on 4/24/14 and evaluated on 6/5/14 by lifescan product analysis with the following findings:error message is observed in the error log the error was not reproduced during the investigation. A secondary issue was found during investigation the meter was found with a defective crystal x1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the reporter contacted lifescan (lfs) alleging the meter had an error 2 message. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.